Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse concluded that the oil overflow, which led to the operator slipping on the floor, was due to the instrument cycling too much oil. The fse replaced the oil level sensor, which was malfunctioning, and the pump cassette, which was worn due to running constantly. No further evaluation of the instrument is required.

Event description:
A laboratory employee slipped on oil that had overflowed from an advia 1800 chemistry analyzer onto the laboratory floor. The employee filed the incident with the ehs officer at the laboratory, but did not seek medical attention.